Manufacturer narrative:
During an internal review on (B)(6) 2024, corrected the ¿h6. Medical device problem code¿ from break (a0401) to difficult to advance (a150205). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small. The carto vizigo¿ 8.5f bi-directional guiding sheath, small would not go across the septum. The carto vizigo¿ 8.5f bi-directional guiding sheath, small was removed from the body and the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath, small was observed to be bent or impaired. The carto vizigo¿ 8.5f bi-directional guiding sheath, small was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The tip was damaged/broken. No intern sheath mechanism exposed. Unable to assess if the tip was rough or non-slippery. No lifted or damaged electrodes. The device evaluation was completed on 11-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed a bumped condition in the soft tip area. A dimensional test was performed on the outer diameters of the shaft sheath and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The bumped condition observed could be related to the resistance issue reported by the customer; therefore, the customer's complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 04-dec-2024, noted a correction under the 3500a follow-up #1 under d4. Primary UDI number as should have been processed to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip was bent/impaired (damaged/broken) issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small would not go across the septum. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was removed from the body and the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was observed to be bent or impaired. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the procedure continued. There was no patient consequence reported. Additional information was received 22-may-2024. The tip was damaged/broken. No intern sheath mechanism exposed. Unable to assess if the tip was rough or non slippery. No lifted or damaged electrodes.